Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a blue liquid leak underneath the unicel dxh 800 coulter cellular analysis system. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) troubleshot the instrument with the customer. The fse observed the customer removed debris clogging the nucleated red blood cell (nrbc) chamber. To date, customer has not reported recurrence of the leak.

Manufacturer narrative:
Evaluation - results: nucleated red blood cell chamber. Bec identifier for this complaint is (B)(4).